Event description:
It was reported that during an implant, the coronary sinus was cannulated using a steerable guidewire to locate a lateral branch within the coronary sinus. The tip of the guidewire broke off. Approximately two centimeters of the guidewire tip was left in the patient's coronary sinus. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the guide wire was returned and analyzed. Analysis indicated that the guide wire was kinked in various places throughout. The guidewire is stretched to fracture where the guidewire coil is welded to the shaft. The guidewire was damaged at implant. The tip of the guidewire was not returned. There is a fracture approximately 3.3 cm from the tip.